Event description:
It was reported that during a lap appendectomy procedure, the device was closed to fire and the jaws of the device spit out the reload and there were only proximal staples formed. The cartridge was retrieved from the pt. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.